Event description:
Ous MDR - after an implantation time of 62 months, an increase in the pacing threshold and impedance was reported. The pt experienced temporary dizziness due to an av block of the third degree. The device was explanted, but not returned for analysis.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.